Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during an unknown step of peritoneal dialysis (pd) therapy. It is unknown whether the hp was connected at the time of the alarm. The technical service representative (tsr) explained the alarm to the registered nurse (rn). The rn stated that the alarm was caused by a use error; the hp did something incorrectly while priming the lines. The rn could not specify the exact issue. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.